Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2001. Subsequently, a revision procedure was performed on (B)(6), 2011 to remove and replace the acetabular liner due to poly wear. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report filed (B)(4), 2011.